Manufacturer narrative:
UDI #: (B)(4).

Event description:
The customer reported that upon boot up, the message "equipment disabled: system failure" appears and the equipment does not start. There was no reported patient involvement.